Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system froze during a surgical procedure. The system was restarted to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The hard drive and memory card were replaced and returned for evaluation, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 17, 2014. Based on qa assessment, the product met specifications at the time of release. The hard drive and memory were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The samples were then installed into a calibrated system for functional testing. During functional testing no events could be replicated that related to the reported event. The samples were found to meet relevant specifications. The issue was replicated but sample testing found the replaced parts to meet relevant specifications, the root cause of the reported event cannot be determined conclusively. (B)(4).